Manufacturer narrative:
On march 29, 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo v2 instrument serial number (B)(4); the camera report was acceptable and the event log indicated no errors at time of testing. On april 3, 2019 an immucor field service technician inspected galileo echo v2 instrument serial number (B)(4) at the customer facility. During initial inspection of tubing, probe and syringes for leakage I found that the 1ml syringe had been leaking and replaced the syringe. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported receiving an unexpected abo typing result on the galileo echo v2 instrument.